Event description:
It was reported that, for the last 6 months, the pt felt overstimulation down the right side when laying on the ipg implant side. Four days before this report, she felt pain over the neurostimulator implant when stimulation is on or off after intense exercise. Following the strenuous activity a shocking or jolting and burning sensation at the neurostimulator site was also reported. The hcp reported that the device was evaluated and came out normal. There were no lead breaks.